Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400mg/dl. A manual injection was administered to address the bg level. The customer believed that the bg level could have been caused by the infusion set site, the infusion set site was changed and the customer did not observe any damage to the previous site. Recommendation was made to consult with their health care provider to discuss diabetes management.